Event description:
Customer reported leakage at the injection site. There is no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The reported condition of leak was not confirmed because the actual sample was not returned for evaluation. However, three companion samples were received for evaluation. Tests were performed by connecting the samples to a solution bag in order to simulate an infusion. The injection site was perforated or accessed several times using a needle 1,20x40 and no leak was observed. The batch record review was performed and no deviations were found. This lot number was released within the specification limits. (B)(4).